Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant, aneurex and talent stent graft systems were implanted in the patient for the endovascular treatment of thoracic aneurysm repair. The following adverse events were observed: type I,ii,iii endoleak.